Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020 at 3 pm. Customer¿s blood glucose level was 483 mg/dl. Customer was treated with manual injection and insulin drip also visited to emergency room. The insulin pump will be returned for analysis.